Manufacturer narrative:
Investigation showed that the footpedal needed a software update. Replacement has already been send. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. This complaint deemed reportable considering worst case during demo/surgery, this may lead to long delay. Hence it is reportable. No injury or ill effect has been reported. All available information has been disclosed. This complaint has now been closed.

Event description:
A report has been received of an event that occurred in (B)(6). The following was reported : "failure with foot pedal during demo. New main pedal and can receiver will be sent" no report of an injury. All available information has been disclosed.